Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain], memory loss [memory loss], joint pain [joint pain], impaired balance [balance impaired nos], diarrhoea [diarrhoea], gastrointestinal system [injury to gastrointestinal tract], daily life impaired [activities of daily living impaired], as though my eyes weren't moving quickly enough [eye movement disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013: she experienced amnesia ("memory loss"), arthralgia ("joint pain"), balance disorder ("impaired balance") and diarrhoea ("diarrhoea"). In 2013, the patient had essure inserted. Essure was removed in 2017. On unknown date she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), gastrointestinal injury ("gastrointestinal system"), loss of personal independence in daily activities ("daily life impaired") and eye movement disorder ("as though my eyes weren't moving quickly enough"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, balance disorder, diarrhoea, eye movement disorder, gastrointestinal injury and loss of personal independence in daily activities to be related to essure administration. The reporter commented: despite having the implants removed in 2017 she is still enduring the after effects. A private organization is now financing the legal costs in order to help victims sue bayer. Patient is not taking any other medicine. I had my entire gastrointestinal system checked out and was told I had nothing at all and that there was nothing in the blood tests. I felt something wasn't normal, but as I had no gynecological symptoms, I didn't think about the implant at all. I had my entire gastrointestinal system checked out and was told I had nothing at all and that there was nothing in the blood tests. I felt something wasn't normal, but as I had no gynecological symptoms, I didn't think about the implant at all. The most recent follow-up information incorporated above includes data received on: 10-jun-2025: event abdominal pain, gastrointestinal disorder, impaired daily activity & eye disorder added. Additional reporter added. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain], memory loss [memory loss], joint pain [joint pain] , impaired balance [balance impaired nos] , diarrhoea [diarrhoea] , gastrointestinal system [injury to gastrointestinal tract] , daily life impaired [activities of daily living impaired] , as though my eyes weren't moving quickly enough [eye movement disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013 she experienced amnesia ("memory loss"), arthralgia ("joint pain"), balance disorder ("impaired balance") and diarrhoea ("diarrhoea"). In 2013, the patient had essure inserted. Essure was removed in 2017. On unknown date she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), gastrointestinal injury ("gastrointestinal system"), loss of personal independence in daily activities ("daily life impaired") and eye movement disorder ("as though my eyes weren't moving quickly enough"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, balance disorder, diarrhoea, eye movement disorder, gastrointestinal injury and loss of personal independence in daily activities to be related to essure administration. The reporter commented: despite having the implants removed in 2017 she is still enduring the aftereffects. A private organization is now financing the legal costs in order to help victims sue bayer. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2025: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.